Event description:
It was reported that removal difficulty occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified subclavian artery. An 8.0x30x135cm express ld vascular stent balloon expandable was delivered into the 8f non-boston scientific (bsc) guiding. However, abnormal resistance was encountered. Upon removal, great resistance was also felt. When the stent was removed, the delivery system was deformed. The stent was replaced with another of the same device and was able to reach the lesion smoothly. The procedure was completed successfully. There was no patient complications reported.

Event description:
It was reported that removal difficulty occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified subclavian artery. An 8.0x30x135cm express ld vascular stent balloon expandable was delivered into the 8f non-boston scientific (bsc) guiding. However, abnormal resistance was encountered. Upon removal, great resistance was also felt. When the stent was removed, the delivery system was deformed. The stent was replaced with another of the same device and was able to reach the lesion smoothly. The procedure was completed successfully. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. An examination of the crimped stent identified that the stent was pushed in a distal direction over the distal markerband. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. A visual and tactile examination identified the shaft was kinked along the length of the device and was also noted to be stretched. A visual and tactile examination identified no issues with tip of this device.